Event description:
It was reported that during a zosyn infusion the pump alarmed for a patient side occlusion error. The IV site was changed, and the error returned. The nurse opened the IV pump chamber to troubleshoot and saw a bulge in the silicone segment., and stopped the infusion. There was no patient harm.

Manufacturer narrative:
The customer report of a bulge/balloon in the silicone segment was confirmed. Note: the drip chamber spike and the distal components below the lower fitment were not returned with the suspect set model 2420-0007. During visual inspection of the set received it was noted that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause of the bulge/balloon in previous investigations was due to an IV push medication or flush executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to bulge/balloon.

Event description:
It was reported that during a zosyn infusion the pump alarmed for a patient side occlusion error. The IV site was changed, and the error returned. The nurse opened the IV pump chamber to troubleshoot and saw a bulge in the silicone segment., and stopped the infusion. There was no patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that after priming the tubing the nurse was infusing zosyn and noted the pump showed a patient side occlusion error. The IV was re-sited and still showed the same error. She opened the IV pump chamber to check and saw a silicone bulge. The infusion was stopped. There was no patient harm.